Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received high resolution stereo viewer (hrsv), but failure analysis has not been completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the right eye on the surgeon side cart (ssc) was out. The customer had a dual console system, and the issue was isolated only to one ssc. The site attempted to power cycle the system twice and cycle the ssc breaker with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to disconnect all video cables plugged into the personality module surgeon console (pmsc), but the issue remained. All possible troubleshooting steps were exhausted and the customer proceeded with the case with the second console. The procedure was completed with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported compliant. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrvs) monitor, which provides image on the ssc, to resolve the issue. Following service, the system was tested and verified as ready for use.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6 and h10. 23 - intuitive surgical, inc. (Isi) received high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint and found the printed circuit board (pcb) main board to be defective.

Event description:
Refer to h10/h11 for follow-up information.